Event description:
On (B)(6) 2012, the patient contacted animas and stated that for the past week, he experienced a blood glucose (bg) value of 40mg/dl with shakiness and sweating. It was noted that the patient treated his low bg by eating a lot of oral carbohydrates. The patient reportedly thought that the insulin on board (iob) feature of the pump was not working correctly. Customer support (cs) reviewed the pump's history with the patient and noted based on the pump's settings that were programmed into the pump; the bolus amount was correctly calculated. The iob was reportedly showing in the history due to the patient bolusing several times prior to the reported bg event. It was noted that the iob was on for 4 hours. Cs advised the patient to consult with a doctor for assistance with the insulin to carbohydrates (I:c) settings. There were no issues noted with the programming or the settings of the pump. The patient continues to be on insulin pump therapy and the pump is not being returned. The patient was reportedly aware that there were several boluses performed prior to the bg excursion. During troubleshooting, all calculations were reportedly confirmed to be correct in the pump's history and no discrepancies were found. This complaint is being reported as the patient experienced a hypoglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.